Event description:
According to the initial information received, the 28mm amplatzer septal occluder (aso) was implanted (B)(6) 2010 without complication. On (B)(6) pericardial effusion was diagnosed via echo but erosion was ruled out following a transthoracic echocardiogram so a conservative approach was taken and no change was made to the aso. On (B)(6) erosion was diagnosed following a transesophageal echocardiogram and another echo. The aso was explanted surgically; a perforation was found on the roof of the left atrium; the atrial septal defect was closed using a patch; and the patient was reported to be in good condition. Imaging has been requested. When we receive additional information, an updated report will be submitted.

Manufacturer narrative:
Device has not been returned.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chair on (B)(6) 2011 and definite erosion was confirmed.

Manufacturer narrative:
The 28mm aso was received at aga medical fixed by fibrotic tissue and significantly deformed. Both the left and right atrial discs were flat but wavy in shape. A thin layer of neo-intima covered 95% of the right atrial disc's surface and 70% of the left atrial disc's surface. The other 30% of the left atrial disc's surface - mostly in the center of the disc - revealed the bare wire mesh. Under the bare wire mesh, a small, fresh but dried blood clot was observed. All the patches and sewing threads appeared intact and no broken wires were detected. Device measurements met dimensional specifications although the size may have been altered due to the deformation. Overall the returned device was in the mid-stage of the endothelialization process. The deformation of the device may relate to the change in size of the atrial chambers. It is a common phenomenon that the volume/size of the atrial chambers can decrease in size after a large defect has been occluded. This may have compressed the device, causing the deformation which may have contributed to the device-related perforation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. However, it is our understanding that aga's medical consultant reviewed the images for this case with the implanting physician during a visit to bratislava. After the review, he was able to suggest that the patient undergo surgery for device removal and repair. Additionally, the operating room findings confirmed a device-related perforation. No further information is expected to be received at aga medical. Correction : the incorrect lot number (1004087477) was originally reported to aga medical which we documented on the initial medwatch report. The correct lot number is 1004091411.